Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, an off-cycler fill that was not drained before therapy. The operator's manual in addition to training provided to patients, caregivers and clinicians instruct that if the fill volumes are not drained, then the cycler will move on to the next fill and this may lead to increased intraperitoneal volume. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced abdominal fullness and difficulty breathing during dwell 4 of 4. The patient was connected to the homechoice pro device at the time of the events. Renal therapy services assisted the patient to bypass to drain 4 of 4. The drain volume was 173 ml. It was reported draining relieved the symptoms and ¿can breathe now¿. The caregiver reported the fill volume was 2800 ml per cycle and a manual fill of 2500 ml was performed two hours before the therapy. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.